Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to high blood glucose. Caller stated that this is the second admission to the hospital due to high blood glucose. The blood glucose reading at the time of the first event was over 700 mg/dl. Customer was vomiting and severe body aches. Diagnosed diabetes ketoacidosis. The blood glucose for the second event was over 800 mg/dl. Customer was vomiting and severe body aches. Diagnosed diabetes ketoacidosis. During both hospitalizations the hospital treated with insulin drip. The current blood glucose reading is 415 mg/dl. Nurse requested that the insulin pump is replaced. The insulin pump will be replaced. Nothing further reported.